Manufacturer narrative:
The device was not returned for evaluation. The inspection record was reviewed and there were no anomalies observed associated to this issue. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
After a superdimension enb procedure the patient became tachycardic and tachypneic. A chest x-ray was performed and the patient had a left tension pneumothorax. A chest tube was placed and one hour later the patient improved. If additional information is obtained a follow-up report will be submitted.